Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels, however the customer was unable to provide an exact value. The customer delivered a bolus via the pump and administered manual injections. A system check was performed with tandem technical support (cts), and no issues were identified with the pump or supplies, however the customer stated that humalog and novolog are used in the cartridge and are in use for 72 hours. The customer initially reported that they believed the pump was not delivering insulin, however, after troubleshooting with cts, the customer observed insulin exiting the tubing and the customer was "confident that the pump works to deliver insulin".